Manufacturer narrative:
Lot: - unk as not provided by reporter. Expiration, unk as lot is unk. (B)(4). Eval event: still under investigation.

Event description:
The physician used the product like a normal access sheath. The physician rammed over wire and when advancing up ureter felt resistance. Ureter made a sharp right turn. The wire went through the slit operating at the tip of the inner sheath which caused the tip of the sheath to grind against the ureter causing bleeding. When the physician removed the inner sheath the wire was still hooked to the inner sheath pulling the whole device out of the pt. The pt bleeding in the ureter and the physician kept the pt over a weekend for observation of the bleeding. The pt was discharged doing well and confirmed is still doing okay.